Manufacturer narrative:
Weight and ethnicity unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter first name: unknown, information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a crack on the trailing haptic of the intraocular lens (iol) after it was fully inserted, implanted into patient's right eye. It was confirmed that the trailing haptic was broken after it was examined under the microscope. The lens was removed and replaced with another lens. No other information was provided.